Manufacturer narrative:
The report that the patient experienced a driveline disconnect alarm, low speed operation, and pump stoppage event while connected to the mobile power unit was confirmed based on the evaluation of the submitted log file; however, the cause for these events could not be conclusively determined through this evaluation. The patient remains ongoing on pump support using an ungrounded patient cable and no further events have been reported at this time. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that during review of the patient's system controller data during a clinic visit, a driveline disconnect event on (B)(6) 2016 at 23:40 and pump speed drops were observed. The patient acknowledged receiving the alarm, but denied any evidence of a physical disconnection of the driveline, as they were reportedly sleeping at the time. The alarm was reported to have stopped by itself shortly after it began. The patient was asymptomatic at the time of the event. Review of the system controller log files by the manufacturer's technical services representative revealed an indication of a short to shield condition within the driveline. X-rays of the lvad driveline showed one suspect area on the internal portion of the driveline. Two ungrounded patient cables were requested for patient use. No further alarms were reported. The long term plan for the patient was to remain supported on an ungrounded patient cable. No further information was provided.